Event description:
As reported by the user facility: customer reported pt had difficulties during treatment and was removed from the machine. This happened to the same pt on the same machine in (B)(6) 2008. Customer is requesting a b. Braun customer engineer perform operational check of machine. Additional information provided by the facility indicated the pt looked fragile and weak and had respiratory issues prior to treatment both times. The pt had a pacemaker and was reported to be having hypoxic episodes due to the pacemaker. When dialysis was started the pt's blood pressure went up and she went into cardiac arrest both times. She is recovering okay. The machine was functionally tested by the facilities biomed technician and a b. Braun technician and verified to function properly. The facility reported they also tested the dialysate and noticed an increase in sodium bicarbonate levels. They believe that the dialysate may have been at fault and have informed their supplier, (B)(4).

Manufacturer narrative:
The machine was functionally checked by the facilities technician and by a b. Braun technician and has been determined the machine functioned properly and was not related to the incident reported. The customer believes the incident was most likely related to the dialysate. However, no specific conclusions can be drawn. The machine has been back in operation since the reported incident with no problems. There have been no other reports of this nature against this machine.